Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's detachable battery cable and power management board were replaced to address the issue. The device had evidence of contamination of unknown origin. The user manual states, "do not immerse the device in liquid or allow any liquid to enter the enclosure or inlet filter." "Do not spray water or any other solutions directly onto the ventilator." "Do not use harsh detergents, abrasive cleaners, or brushes to clean the ventilator system. Use only cleaning agents and methods listed in the manual."